Manufacturer narrative:
These devices are used for treatment. No devices or photos were received; therefore the condition of the components is unknown. The device part and lot numbers are unknown; therefore the device history records could not be reviewed. Surgical notes were not provided. X-rays were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the devices and complaint history searches could not be reviewed for the devices are unknown. Therefore a definitive root cause for the complaint cannot be determined with the information provided.

Manufacturer narrative:
Implant date - approximately (B)(6). A physical evaluation of the devices could not be performed, as their locations are unknown and no photographs were provided. Operative report confirmed the patient experienced pain, wear of the patellar component and poly bearing, and early loosening of component. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision due to unknown reasons. Patient alleges excess plastic wear debris triggered an autoimmune response. Additional information was received in patient's medical records, which indicated patient's right knee was revised approximately 8 years post-implantation due to pain. Revision operative report indicated wear of the polyethylene bearing and patellar component, cystic and erosive changes of the tibia, and early loosening. All components were removed and replaced. No other patient consequences were reported.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient underwent a revision due to unknown reasons. Patient alleges excess plastic wear debris triggered an autoimmune response.